Event description:
It was reported during review of the device diagnostic log downloaded by the fse indicated the ventilator alarmed and displayed codes that indicated a spi bus failure. There was no patient involvement.